Manufacturer narrative:
Delayed infectious reaction that appear weeks to years after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. They form when injected filler material becomes contaminated with bacteria either due to a lack of asepsis during injection and/or posttreatment care, or after a bacteremia (in this case patients had a pyelonephritis one months after the injection for which the catheter had been removed one week before the symptoms onset). They may remain dormant, give rise to low-grade chronic infection, or lead to acute/sub-acute infections (in this case a cellulitis), inflammatory or granulomatous reactions once activated (for example by trauma from a subsequent filler procedure, immunodeficiency, stress¿). Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.

Event description:
Cellulitis [cellulitis] ([skin induration], [erythema]) pyelonephritis with double j [pyelonephritis] , phototoxic reaction to antibiotic [photosensitivity reaction] . Case narrative: on 11-sep-2025, the spanish subsidiary notified teoxane geneva of an adverse event. A patient was injected on (B)(6) 2025 with 0,8 ml of rha 4 in the chin using the retrotracing technique with a cannula. One month after the injection, the patient had a pyelonephritis and placement of a double j catheter removed at the end of (B)(6). On (B)(6) 2025, the patient experienced an induration and a swelling in the chin. On (B)(6) 2025, the injector prescribed the following treatment: antithrombotic (varidase) corticoids (not specified) antibiotics (mupirocin and clindamycin). On (B)(6) 2025, we were informed that an ultrasound was performed and ruled out a vascular complication but confirmed a cellulitis. Considering the seriousness of the diagnosis, the case was assessed as reportable. The local medical expert recommended to start a treatment with: antibiotic (clindamycin) corticosteroids (not specified) hyaluronidase after three days. On (B)(6) 2025, we were informed that the symptoms improved and that a small induration still persisted. 3 courses of hyaluronidase injections were performed. The antibiotic treatment was changed due to a phototoxic reaction and the corticosteroid dosage was decreased gradually. Despite several reminders, no further information could be retrieved. The complaint was considered closed. Case comments: alawami, a. And tannous, z., 2020. Late onset hypersensitivity reaction to hyaluronic acid dermal fillers manifesting as cutaneous and visceral angioedema.journal of cosmetic dermatology, 20(5), pp.1483-1485. Chiang, y.z., pierone, g. And al-niaimi, f. (2016) ¿dermal fillers: pathophysiology, prevention and treatment of complications¿, journal of the european academy of dermatology and venereology, 31(3), pp. 405¿413. Chung, k., convery, c., ejikeme, I. And ghanem, a., 2019. A systematic review of the literature of delayed inflammatory reactions after hyaluronic acid filler injection to estimate the incidence of delayed type hypersensitivity reaction.aesthetic surgery journal, 40(5), pp.np286-np300. Cormac convery, emma davies, gillian murray, lee walker, 2021 "delayed-onset nodules (dons) and considering their treatment following use of hyaluronic acid (ha) fillers". J clin aesthet dermatol. 14(7):e59¿e67 decates, t., kadouch, j., velthuis, p. And rustemeyer, t., 2021. Immediate nor delayed type hypersensitivity plays a role in late inflammatory reactions after hyaluronic acid filler injections.clinical, cosmetic and investigational dermatology, volume 14, pp.581-589. Funt, d., 2022. Treatment of delayed-onset inflammatory reactions to hyaluronic acid filler: an algorithmic approach.plastic and reconstructive surgery - global open, 10(6), p.e4362. Ibrahim, o., overman, j., arndt, k. And dover, j., 2018. Filler nodules: inflammatory or infectious? A review of biofilms and their implications on clinical practice.dermatologic surgery, 44(1), pp.53-60. Kokoska, r., lima, a. And kingsley, m., 2022.review of delayed reactions to 15 hyaluronic acid fillers. López pérez, v., 2022. Covid-19 and dermal fillers: should we really be concerned?.actas dermo-sifiliográficas, 113(9), pp.t888-t894. Marusza, w., olszanski, r., sierdzinski, j., ostrowski, t., szyller, k., mlynarczyk, g. And netsvyetayeva, I., 2019. Treatment of late bacterial infections resulting from soft-tissue filler injections.infection and drug resistance, volume 12, pp.469-480. Marwa, k., & kondamudi, n. P, 2022. Type IV hypersensitivity reaction. Statpearls. Statpearls publishing. Mikkilineni, r., wipf, a., farah, r. And sadick, n., 2020. New classification schemata of hypersensitivity adverse effects after hyaluronic acid injections: pathophysiology, treatment algorithm, and prevention.dermatologic surgery, 46(11), pp.1404-1409. Modarressi, a., nizet, c. And lombardi, t., 2020. Granulomas and nongranulomatous nodules after filler injection: different complications require different treatments.journal of plastic, reconstructive & aesthetic surgery, 73(11), pp.2010-2015. Moran, m., nieto-lopez, f. And rueda-carrasco, j., 2022. Lipoteichoic acid and molecular weight of hyaluronic acid could explain the late inflammatory response trigger by hyaluronic acid fillers.journal of cosmetic dermatology,. Snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Trinh, l.n., mcguigan, k.c. And gupta, a. (2022) ¿delayed granulomas as a complication secondary to lip augmentation with dermal fillers: a systematic review¿, the surgery journal, 08(01). Turkmani, m., de boulle, k. And philipp-dormston, w., 2019. Delayed hypersensitivity reaction to hyaluronic acid dermal filler following influenza-like illness.clinical, cosmetic and investigational dermatology, volume 12, pp.277-283.

Manufacturer narrative:
According to the information received the case seems to be linked to a delayed infectious reaction. Delayed infectious reaction that appear weeks to years after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. They form when injected filler material becomes contaminated with bacteria either due to a lack of asepsis during injection and/or posttreatment care, or after a bacteremia (in this case patients had a pyelonephritis one months after the injection for which the catheter had been removed one week before the symptoms onset). They may remain dormant, give rise to low-grade chronic infection, or lead to acute/sub-acute infections (in this case a cellulitis), inflammatory or granulomatous reactions once activated (for example by trauma from a subsequent filler procedure, immunodeficiency, stress¿). Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.

Event description:
Cellulitis [cellulitis] ([skin induration], [erythema]) pyelonephritis with double j [pyelonephritis] phototoxic reaction [photosensitivity reaction]. Case narrative: on (B)(6) 2025, the spanish subsidiary notified teoxane geneva of an adverse event. A patient was injected on (B)(6) 2025 with 0,8 ml of rha 4 in the chin using the retrotracing technique with a cannula. One month after the injection, the patient had a pyelonephritis and placement of a double j catheter removed at the end of august. On (B)(6) 2025, the patient experienced induration and swelling in the chin. On (B)(6) 2025, the injector prescribed the following treatment: - antithrombotic (varidase) - corticoids (not specified) - antibiotics (mupirocin and clindamycin). On (B)(6) 2025, we were informed that an ultrasound was performed and ruled out a vascular complication but confirmed a cellulitis. Considering the seriousness of the diagnosis, the case was assessed as reportable. The local medical expert recommended to start a treatment with: - antibiotic (clindamycin) - corticosteroids (not specified) - hyaluronidase after three days. On (B)(6) 2025, we were informed that the symptoms improved and that a small induration still persisted. 3 courses of hyaluronidase injections were performed. The antibiotic treatment was changed due to a phototoxic reaction and the corticosteroid dosage was decreased gradually. A follow-up visit was planned but at the time of this report, no additional information was obtained but evolution of symptoms is being monitored. Case comments: ¿ alawami, a. And tannous, z., 2020. Late onset hypersensitivity reaction to hyaluronic acid dermal fillers manifesting as cutaneous and visceral angioedema.journal of cosmetic dermatology, 20(5), pp.1483-1485. ¿ chiang, y.z., pierone, g. And al-niaimi, f. (2016) ¿dermal fillers: pathophysiology, prevention and treatment of complications¿, journal of the european academy of dermatology and venereology, 31(3), pp. 405¿413. ¿ chung, k., convery, c., ejikeme, I. And ghanem, a., 2019. A systematic review of the literature of delayed inflammatory reactions after hyaluronic acid filler injection to estimate the incidence of delayed type hypersensitivity reaction.aesthetic surgery journal, 40(5), pp.np286-np300. ¿ cormac convery, emma davies, gillian murray, lee walker, 2021 "delayed-onset nodules (dons) and considering their treatment following use of hyaluronic acid (ha) fillers". J clin aesthet dermatol. 14(7): e59¿e67 ¿ decates, t., kadouch, j., velthuis, p. And rustemeyer, t., 2021. Immediate nor delayed type hypersensitivity plays a role in late inflammatory reactions after hyaluronic acid filler injections.clinical, cosmetic and investigational dermatology, volume 14, pp.581-589. ¿ funt, d., 2022. Treatment of delayed-onset inflammatory reactions to hyaluronic acid filler: an algorithmic approach.plastic and reconstructive surgery - global open, 10(6), p.e4362. ¿ ibrahim, o., overman, j., arndt, k. And dover, j., 2018. Filler nodules: inflammatory or infectious? A review of biofilms and their implications on clinical practice.dermatologic surgery, 44(1), pp.53-60. ¿ kokoska, r., lima, a. And kingsley, m., 2022.review of delayed reactions to 15 hyaluronic acid fillers. ¿ lópez pérez, v., 2022. Covid-19 and dermal fillers: should we really be concerned? Actas dermo-sifiliográficas, 113(9), pp. T888-t894. ¿ marusza, w., olszanski, r., sierdzinski, j., ostrowski, t., szyller, k., mlynarczyk, g. And netsvyetayeva, I., 2019. Treatment of late bacterial infections resulting from soft-tissue filler injections.infection and drug resistance, volume 12, pp.469-480. ¿ marwa, k., & kondamudi, n. P, 2022. Type IV hypersensitivity reaction. Statpearls. Statpearls publishing. ¿ mikkilineni, r., wipf, a., farah, r. And sadick, n., 2020. New classification schemata of hypersensitivity adverse effects after hyaluronic acid injections: pathophysiology, treatment algorithm, and prevention.dermatologic surgery, 46(11), pp.1404-1409. ¿ modarressi, a., nizet, c. And lombardi, t., 2020. Granulomas and nongranulomatous nodules after filler injection: different complications require different treatments.journal of plastic, reconstructive & aesthetic surgery, 73(11), pp.2010-2015. ¿ moran, m., nieto-lopez, f. And rueda-carrasco, j., 2022. Lipoteichoic acid and molecular weight of hyaluronic acid could explain the late inflammatory response trigger by hyaluronic acid fillers.journal of cosmetic dermatology. ¿ snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. ¿ trinh, l.n., mcguigan, k.c. And gupta, a. (2022) ¿delayed granulomas as a complication secondary to lip augmentation with dermal fillers: a systematic review¿, the surgery journal, 08(01). Turkmani, m., de boulle, k. And philipp-dormston, w., 2019. Delayed hypersensitivity reaction to hyaluronic acid dermal filler following influenza-like illness.clinical, cosmetic and investigational dermatology, volume 12, pp.277-283.